Event description:
It was reported the lead migrated and as a result, stimulation had decreased to the pain areas. F/u revealed surgical intervention was undertaken on (B)(6) 2014 explanting and replacing the lead. Effective stimulation was achieved postoperatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.